Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information section b5: user facility report (B)(4) received stating: excerpts from the operative procedure notes by surgeon: patient had numerous dense adhesions of small bowel to the abdominal wall, liver, colon which were taken down using sharp and blunt dissection. We then performed extensive and tedious lysis of adhesions carefully taking down the dense adherent adhesions to clear up adequate space for mesh placement. We used electrocautery to take down the falciform and pre-peritoneal fat. The defect was approximated using a running #1 suture ensuring that the defects were well approximated without significant tension. As I was completing the closure of the abdominal wall defect, I noticed that the jaw of the needle driver had broken off (size of piece measuring approximately 7 mm). The surgery halted and started to look for the loose piece. The size was estimated to be about 7 mm. I was unable to find the piece in the abdomen or in the fascia and I decided to undock the robot and use the c-arm to try to localize the piece. It appeared initially that based on the x-ray, the piece might have been in the left upper quadrant. We opened up the left upper quadrant incision was further extended and explored it but we were unable to locate the piece. We then obtained a few more x-rays in the ap and lateral position and it appeared it had moved within the abdominal wall. We had also made a 5 cm incision over the hernia defect and explored the fascia but could not localize it. I re-docked the robot and opened up the fascial closure and re-explored the wound but still could not locate it. I called in the on call general surgeon, [name redacted], who further helped me looked for the metal piece both inside the abdomen and in the abdominal wall without success after over 2 hours of exploration. A joint decision was made to abort looking for the small metal piece as it is unlikely to cause issues given the size and is more likely to cause harm to the patient if we were to continue to look for it. The patient tolerated the procedure well without complication. Needle driver can still be used 9 times when information was checked.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the instrument with a broken grip at the grip base. A piece approximately 0.268" x 0.088" was broken off. The broken piece was not returned. Components adjacent to these broken grips does not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the clinical sales representative (csr) was present and reported the tip of the large suture cut needle driver instrument broke off while suturing. No reports of energy were applied to the instrument, and the instrument was inspected prior to use. The site had been searching for the tip for over 3 hours and multiple x-rays were taken. The tip of the instrument was present on x-rays but the surgeon was unable to locate. It is believed the fragment might have slipped into the preperitoneal space and glided up above the subcostal space. The fragment of the instrument is remaining inside the patient at this time, and the procedure was completed robotically. The csr is requesting for information once failure analysis is completed. The procedure was completed with no reported injury. On 03/22/2024 the access questionnaire was received: the fragment was not retrieved (retained in patient). The accessory is available for return. The tip of the large suture cut needle driver broke off wile suturing. It is unknown if any collision occurs. It is unknown if the instrument wrist straightened upon removal. Unknown if image or a video recording of the procedure is available for review. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 04/04/2024 and obtained the following additional information: an x-ray was performed to check for remaining fragments. As of now, the patient is not experiencing any complication. The patient has a follow up schedule for next week. Clinical sales representative (csr) will follow up with surgeon next week to find out if additional procedure is needed to remove the fragment. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 04/10/2024 and obtained the following additional information: as of now, the patient is not experiencing any complication.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) identified FDA maude adverse event database report with MDR report key #(B)(4) stating: "excerpts from the operative procedure notes by surgeon: patient had numerous dense adhesions of small bowel to the abdominal wall, liver, colon which were taken down using sharp and blunt dissection. We then performed extensive and tedious lysis of adhesions carefully taking down the dense adherent adhesions to clear up adequate space for mesh placement. We used electrocautery to be taken down the falciform and pre-peritoneal fat. The defect was approximated using a running #1 suture ensuring that the defects were well approximated without significant tension. As I was completing the closure of the abdominal wall defect, I noticed that the jaw of the needle driver had broken off (size of piece measuring approximately 7mm). The surgery halted and started to look for the loose piece. The size was estimated to be about 7 mm. I was unable to find the piece in the abdomen or in the fascia and I decided to undock the robot and use the c-arm to try to localize the piece. It appeared initially that based on the x-ray, the piece might have been in the left upper quadrant. We opened up the left upper quadrant incision was further extended and explored it but we were unable to locate the piece. We then obtained a few more x-rays in the ap and lateral position and it appeared it had moved within the abdominal wall. We had also made a 5cm incision over the hernia defect and explored the fascia but could not localize it. I re-docked the robot and opened up the fascial closure and re-explored the wound but still could not locate it. I called in the on call general surgeon, [name redacted], who further helped me looked for the metal piece both inside the abdomen and in the abdominal wall without success after over 2 hours of exploration. A joint decision was made to abort looking for the small metal piece as it is unlikely to cause issues given the size and is more likely to cause harm to the patient if we were to continue to look for it. The patient tolerated the procedure well without complication. Needle driver can still be used 9 times when information was checked."